Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The reported event of dim pump light emitting diodes (leds) was confirmed via evaluation. The system controller, serial number: (B)(6), event log files were reviewed, and timestamps spanned approximately 6 days (04:12:04 on 24sep2025 to 11:16:42 on 30sep2025). At 06:21:08 on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring greater than the acceptable threshold above the loaded voltage. From 06:36:29 to 06:39:49, the driveline was disconnected. Per the provided information, the patient had swapped to their backup controller during this time before reconnecting the pump to their primary controller. On (B)(6) 2025, the driveline was disconnected, and the backup battery fault alarm cleared as the system controller was shut down for a system controller exchange. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. It was noted that while operating a pump, the pump led was dimmer than intended. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without issue. The reported alarm was unable to be reproduced during this analysis. The provided information stated that the patient did a controller exchange to their backup when the backup battery fault alarm occurred, and then switched back to his primary controller. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having "replaced backup battery" and battery fault alarms starting (B)(6) 2025 at 6:21am. The patient did let the site know they did a system controller exchange the morning when it occurred to their backup and then switched back to their primary controller. The ventricular assist device coordinator noted that primary controller (B)(6) (older controller), did not have the dielectric grease "enhancement". Their primary backup battery (bb) was just replaced in (B)(6) 2025. It was stated that the patient's running pump light was faded. Still illuminated but faint. Log files were submitted for review, and the log file captured bb faults on (B)(6) 2025 due to the bb failing the load test before and after the controller exchange. Technical services stated that the bb faults can occur regardless of the enhancement. Due to the bb faults reoccurring and the pump running symbol getting dim, it was recommended to replace the 6-year-old controller.